Manufacturer narrative:
Zimvie complaint (B)(4). PMA/510k: additional 510(k) number is k013227.

Event description:
It is reported that the crestal bone was thin and when attempting to place implant the bone plate broke out. Removed implant and re grafted and augmented ridge with allograft. Tooth site #9 (universal). The site was grafted with allograft prior to original implant placement.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. No apparent damage or signs of malfunction were identified with the implant that would contribute to the reported events. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are placement of implant in a patient with patient factors incompatible with osseointegration of implant ¿ customer error (improper techniques used in poor bone quality). Therefore, based on the available information, a device malfunction did not occur. The reported events were non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.